Event description:
Additional information received reported the catheter "went out." The pump system had never provided pain relief and never "functioned right."

Event description:
Additional information received reported there were catheter "occlusions" and "pump failures". "They" left the catheter in the patient and it was "connected to nothing". It was stated "they keep removing the pumps and leaving the catheters in my spine". The drug the pump contained was unknown.

Event description:
It was later reported that the patient had 4 pumps in 10 years and all of them had been defective. It was noted that the pump clogged at the catheter site. The pump was used to infuse fentanyl and bupivacaine. Please refer to manufacturer report # 3004209178-2012-02358, 3004209178-2012-02361, and 3007566237-2014-01809 for the other 3 cases of defective pumps.

Event description:
The patient reported that their pump was defective. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).